Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that when the right ventricular (rv) leads were connected to the new implantable cardioverter defibrillator (ICD)&#1288;e device showed high rv pacing/sensing impedance and noise on rv sensing. The lead pin was confined to be properly inserted. The lead was then tested through the analyzer and testing numbers came back as normal. The lead was again inserted into the ICD with the same result. The ICD was not used and different device was implanted during the procedure. No patient complications have been reported as a result of this event.